Event description:
Tampon did not absorb any of my period blood and actually got stuck high up in my vagina [device effect decreased] it was stuck there for a day and I had to go to the emergency room to get it removed [foreign body in reproductive tract] case narrative: on 26-feb-2024, a spontaneous report was received from a consumer regarding a 20-year-old female who was using playtex sport plastic, unscented (tampon, menstrual, unscented). Medical history and concomitant products were not reported. On an unspecified date, the consumer started use of playtex sport plastic, unscented. On the evening of (B)(6) 2024 (reported as saturday, relative to (B)(6) 2024), the consumer inserted the product. Subsequently, the tampon did not absorb any of her period blood and got stuck high up her vagina. It was stuck there for a day and she had to go to the emergency room to get it removed. The tampon did not expand and "move" like it claimed to and it was a very scary experience for her. As of (B)(6) 2024, the status of product use was not reported. No additional information was provided.

Manufacturer narrative:
An investigation was conducted that included a 24-month trend analysis and product risk documentation. No trend was identified during trend analysis. No device history record investigation can be done at this time because the consumer did not provide a manufacturer¿s lot code. The investigation showed no issues present that would have contributed to this malfunction of tampon performance and revealed no issues requiring corrective action with the product manufactured.